Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The assay did not start during testing with control solution with no assignable cause found. On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio 2 system was displaying the apply sample screen. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.